Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history record for the device for this complaint could not be completed as the serial number of the device could not be obtained. Based on the results of the investigation, the root cause was unable to be determined and the customers event cannot be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a procedure, the pairing of the wireless footswitch with the subject device failed. The user switched to a wired footswitch. There was no harm or user injury reported due to the event. The medical device report (MDR) is related to patient identifier: (B)(6) (laser).

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.